Event description:
Pt states he has a chemistry background with leadership position and has a 35 yr background in chemical analysis, had his bs results with this are not reliable. Pt states this meter does not work. Pt states he has had this for nearly a year with it not being reliable with different meter sent from trividia, test stirps from the same bottle, different bottle and different shipment. Ex: results all at the same sitting; true metric air: 140, 170 with same drop blood. True result, 100, 105 same drop of blood. True metric air: 100 and true result 99. Pt used control soln to test meter. He feels there is a cover-up when they switched from true result and why true result was discontinued. Dates of use: approx (B)(6) 2016 to present off and on.